Manufacturer narrative:
UDI number: (B)(4). Phone number was provided as (B)(6). This event occurred in (B)(4).

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with elecsys ft4 iii assay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. All seven samples initially resulted with ft4 values of > 7.77 ng/dl accompanied by a data flag. When these samples were repeated, the repeat results were within the normal expected range, around 1.3 ng/dl. The ft4 reagent lot number was 520701. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Calibration and control data was ok. The field service engineer exchanged the measuring cell, adjusted the reagent pipettor, adjusted the magnetic lifter on the measuring cell, changed the sipper probe, adjusted the gripper, and changed the pinch tubing. After the pinch tubing was changed, the issue did not recur. The investigation determined the service actions resolved the issue.